Event description:
Customer reports the softclix lancet will not be retracted. The customer did not provide the location where the malfunction occurred. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix lancet lot number unknown.

Manufacturer narrative:
The suspect product is the softclix lancet.